Event description:
When entering color mode, the ultrasound machine locks up intermittently. The manufacturer is working on the problem, but currently there is not a work around. There was no visual or audible alarm at the time of the event.